Event description:
New information received noted that the right ventricular lead also exhibited high capture thresholds. The device was reprogrammed. The patient was in stable condition.

Event description:
New information notes that further programming changes were made to optimize the device and address the previous issues. Patient would be further monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited high pacing impedance. No device intervention was performed and no patient consequences were reported. The patient will continue to be monitored.